Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had a mechanical failure and was not opening. A field service engineer found mild debris after removing the back panel, removed the debris, inspected the bus wire for cut marks, and reseated all bus connections and multiple connections on half-height drawers to ensure all drawers were detected as closed. Then, the field service engineer replaced half-height main drawers 2 and 3 since the previously serviced device had malfunctioning drawers causing issues with opening and closing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not opening and had a mechanical failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.